Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas appeared to stop charging at approximately 80 percent despite being left on the charging pad for about ninety minutes, after which the user later achieved a charge to about 95 percent on a subsequent attempt. Symptoms included no adverse clinical effects. Outcomes included no medical or functional impact beyond temporary charging limitation. Investigation included user follow-up and troubleshooting guidance with request for device images. Investigation of this case revealed that the device resumed charging on reattempt, consistent with intermittent charging performance without repeat occurrence. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with user interface or environmental charging variability.